Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger will not power on) was confirmed. Upon investigation there was thermal damage to the ca board, causing the inability to power on. The source of the thermal damage could not be positively identified. No adverse event occurred because of the damaged ca board. The patient received a replacement battery charger/modem.

Event description:
A (B)(6), male patient's son contacted zoll customer support to report that the patient's battery charger would not power on. The patient was issued a replacement battery charger.